Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high capture threshold and loss of capture. The physician believed the lead perforated into the pericardium based on diagnostic imaging. No intervention was performed. The patient condition was stable.

Event description:
New information received notes that the right ventricular lead was successfully re-positioned on (B)(6) 2022. The patient condition was stable post-procedure.